Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient returned to the operating room (or) for stage 1 and stage 2 placement on their left side and to reuse the new ins that was recently placed on their right side (right side ins issue captured in separate event). The patient was agreeable and elected to proceed with the procedure. After using fluoroscopy and anatomic landmarks, the s3 foramina was identified and stimulation appeared to be relatively good with low numbers at around 0.8-1. At this point, the hcp made a small incision and ultimately placed the electrode. At this point, the hcp was only getting stimulation in 1 electrode. They spent well over an hour then with additional repositioning, additional foramen needle placement, and different angles, but the hcp could only get "electrode #2 and electrode #1 to get stimulation relatively low energies, but [they] were unable to get electrode 1 or 0 to get any obvious stimulation". They added that they didn't think this was ideal. They also said that they don't think they will ever get 3 or 4 electrodes to be stimulating given their situation; the electrode was left in place. The ins was then brought over to the patient's left side and hooked to the new electrode. External sensation programming was then performed and the battery appeared to be sensing appropriately. After closing the patient, the hcp noted the patient did have good sensation and responses at low energies on electrode #3 and #2; they will program the patient later on in the day. The hcp added the patient will be returning in a week for a nursing follow up. The patient will also return in 2-3 weeks to see how they are doing. No patient symptoms were reported and no further complications have been reported as a result of this event.